Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient¿s blood glucose (bg) measurement dropped from 300mg/dl to 160mg/dl and continued to drop. The patient reportedly experienced shakiness, dilated pupils, felt freezing cold, was sweating and was cramping. The patient reportedly was treated with oral carbohydrates and approximately 2 hours later, the patient¿s bg was within a normal range of 90mg/dl to 150mg/dl. It was noted that the last bg reading from the patient was 80mg/dl and the patient¿s bgs continued to decrease. This complaint is being reported because the patient experienced a bg excursion while using insulin pump therapy. Use error contributed to the reported event because the reporter had overcorrected using the pump when trying to correct the high bg and was unsure how much insulin was on board. Customer support (cs) advised the reporter to contact the health care provider (hcp) for assistance on how to correct for high bg issues and to seek assistance on how to use the iob feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. The current total daily dose history matched the basal and bolus history. The basal history added up correctly to the basal segment programmed by the user. No alarms were observed in the alarm history indicating an interruption in delivery. The pump was tested for delivery accuracy during the investigation and was found to be within specifications. The pump was put on a basal program of 1u/hr for 24 hours during the investigation and the pump history indicated that the total daily dose was recorded accurately.